Event description:
It was reported that the insulin gauge was inaccurate and static. Customer¿s blood glucose level was high. Customer administered a manual injection to address high blood glucose (bg) and loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.